Event description:
Customer reported that the keypad was unresponsive. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with all of the buttons responding properly. However, unit received with the block feature turn on. The insulin pump has cracked case at display window corners and display window, minor scratched lcd window and missing end cap sticker.